Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements and a deterioration in sensing. Technical services suggested performing a commanded shock. This lead remains in service. No adverse patient effects were reported. Additional information indicated that this lead was explanted and completely damaged. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. If further information becomes available, this report will be updated at that time.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements and a deterioration in sensing. Technical services suggested performing a commanded shock. This lead remains in service. No adverse patient effects were reported.